Event description:
It was reported that the tip of the torque wrench was deformed during tightening of first closing screw. The surgeon inserted the tip of the torque wrench properly and did not tighten with over 12 nm. Another 5 numbers of closing screws were not tightened with torque wrench. Universal tighter was used instead of it. So, the surgeon could not tighten them with proper torque.

Manufacturer narrative:
Method: visual inspection, complaint history analysis, manufacturing record review, risk assessment review. Result: visual inspection confirms reported failure, tip sheared in 3 parts. Complaint history analysis (B)(4) were evaluated and a trend was detected. A CAPA was initiated to address this issue which determined the root cause to be a raw material weakening due to the tip welding process. Manufacturing record review - manufacturing records were reviewed but no deviations were reported. Risk assessment review - per this complaint, there were no adverse consequences for the pt, however a small surgery delay may result. Conclusion: the event was confirmed by visual inspection, also sent out for failure analysis and it was shown that it suffered sensitization and intergranular attack at the pin-weld head-affected zone. Overload fracture occurred during torsional loading. A CAPA has already been opened to address this issue.